Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported exposed, hanging suture was confirmed as it was observed that the link was loose. The investigation determined the reported exposed, hanging suture and treatment appear to be related to circumstances of the procedure. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the proglide device was being prepared for use; however, during inspection, it was noted that the white suture appeared to be "exposed, hanging" outside of the proglide where the foot plate meets the shaft. The device was not used and there was no patient involvement. There was no additional information provided regarding the device.